Event description:
It was reported that a clinical study control patient underwent an acdf procedure at c6-c7. The following post-operative event was reported: post op visit date- (B)(6) 2008 ae onset date: (B)(6) 2008 ae description: patient notes some discomfort in left shoulder other treatment: continue neck strengthening exercises post op visit date- (B)(6) 2010 treatment: no description: some subsidence of graft at c5-6 and fusion does not appear as complete. Also, a little backout of screw at lower end of plate. Additional comments: patient is to follow-up with surgeon in 9 months.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.